Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 20mm watchman flx pro closure device and delivery system (wds) were selected for use. Transeptal puncture (tsp) was performed using versacross connect via intracardiac echo (ice) imaging. The left atrium (la) pressure was recorded as 10. A 6f straight pigtail catheter was placed in the laa and a contrast shot was taken. The wds was prepped and advanced into the laa. It was noted that images were difficult to see on transesophageal echocardiography (tee) throughout the procedure. The first attempt of deploying the closure device was found to be too proximal. The physician fully recaptured the closure device and tried to redeploy. The position was again too proximal. A second full recapture was done, and the closure device was placed a little more distal in the appendage. While performing the tug test, the device came out of the appendage. A third attempt was made, and the position was still not good. The physician removed the closure device from the appendage to go back in with the 6f straight pigtail catheter. Another contrast injection was performed which at this time showed a pericardial effusion developed in the laa. The patient blood pressure started to drop. Pressors and protamine were given immediately to the patient. A pericardiocentesis tray was opened and the physician immediately started draining blood from the effusion which was located around the right ventricle and left ventricle. 500ml of blood was drained and then re-transfused back to the patient. A cardiothoracic (CT) surgeon was called it was decided to bring the patient to the operating room (or). The laa was clipped and the patient was brought to the intensive care unit (ICU) in stable condition. The patient was reported to be doing well and was discharged home on (B)(6) 2024.